Manufacturer narrative:
The investigation determined a vitros ahbc non-reproducible, false reactive result was obtained from a single patient sample tested on a vitros eci system. A definitive assignable cause has not been identified. A combination of the sample processing (centrifugation) or the ahbc reagent pack in use cannot be ruled out as contributing factors. The customer did not process sufficient quality controls during the timeframe of the event to evaluate ahbc reagent performance. In addition, the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation found no indication that the vitros eci system was not operating as intended.

Event description:
The customer observed a non-reproducible, false reactive vitros anti-hbc result (0.92 s/c) on a single patient processed on a vitros eci immunodiagnostic system. The same sample was retested on the same eci system and a negative antihbc result (1.35 s/c) was obtained. The customer believed the negative antihbc result to be the accurate result. False reactive results may lead to inappropriate physician action. The false reactive vitros ahbc result was not reported outside of the laboratory and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).